Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. It was found that the lead has migrated. As a result, surgical intervention occurred on (B)(6) 2025 wherein the ipg and lead was explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient sustained multiple falls prior to the lead migration.